Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per latest update the event already submitted under regulatory report 2032227-2025-323192. So event submitted under regulatory report 2032227-2025-320750-1 is a duplicate one. Hence this event is not-reportable.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-7840w7 to unk_transmitter) 3. Section d4 - updated model number and catalog number (model change from mmt-7840w7 to unk_transmitter) 4. Section h6 - updated type of investigation, investigation findings, investigation conclusion 5. Section h11 - updated return status rationale 6. Section h11 - removed reporting products or devices that are not sold in the u.s. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the event involved product(s) unk_transmitter. The device will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7840w7. Troubleshooting was performed. Customer was assisted in deleting transmitter serial number from pump and repair but transmitter would still not communicate. No harm requiring medical intervention was reported. Product return for mmt-7840w7 is expected.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.